Event description:
During angiogram, they were trying to put a stent over a 014 wire, and it got stuck on the wire. They then tried a 035 wire and had the same issue. No patient harm. They used a different stent to finish the procedure.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.